Event description:
It was reported that during a hip arthroscopy, the super multivac had three metal wires and an electrode that fell off. The metal wires and electrode were found and removed by c-arm fluoroscopy. The procedure was completed with significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the electrode is missing from the device tip and was not returned. Bio debris is present. There are signs of a sharp instrument touching or grasping the device. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma and coagulation could not be seen using the remaining parts of the electrode, this failure has been determined to be related to the reported event. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.